Manufacturer narrative:
External abrasion was found at 13.5-14.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that during a follow up, increased right ventricular threshold was observed. Decreased pacing impedance and suspected insulation damage were noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.